Manufacturer narrative:
The subject device has not been returned.

Manufacturer narrative:
The device history record (DHR) review confirmed that the devices met all material, assembly and performance specifications. Visual inspection confirmed that the catheter was broken in to towards the proximal end of the catheter. Analysis revealed that the catheter was kinked at multiple section along its length and flattened/crushed which are indicative of force exerted. There was also an additional break in the shaft distal to the break and some stretching could be as well observed where the breaks and kinks occurred which can be noted by the brighter color of the shaft in stretched areas. The nature of the kinking, crushing, stretching and breaks sustained to the device were indicative that severe force was exerted on the device. The dispenser hoop returned was intact with no damage indicating that the damage was sustained outside of the hoop. Based on the information initially reported and device analysis the exact cause for the event and damages observed cannot be determined. An assignable of cause of undetermined has been assigned to this investigation.

Event description:
It was reported that the microcatheter (subject device) was found to be broken into two pieces while withdrawing from the packaging. There were no clinical consequences or surgical delays to the patient.

Event description:
It was reported that the microcatheter (subject device) was found to be broken into two pieces while withdrawing from the packaging. There were no clinical consequences or surgical delays to the patient.